Event description:
Found on routine remote follow up impending sprint fidelis 6949 rv lead fracture. Patient called into office, tachy therapies programmed off. Patient to wear life vest until laser lead extraction and new rv lead placed.